Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and identified the problem as dried serum/reagent on the tip of the clamp. The fse replaced the tip clamp, lld, and splld board. The instrument was inspected and tested without further problem, and returned to expected operation.